Event description:
It was reported the customer had reservoir leaks when attempting to fill their reservoirs. Customer also reported their plunger was sticking. The customer's blood glucose was unknown. The customer's reservoirs will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.